Event description:
It was reported that the step on the powerpicc is aggressive in the clinicians opinion, this resulted in the microintroducer breaking off upon insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer was confirmed; however, the root cause was not identified. A 5fr dual lumen powerpicc catheter was also returned. The sample was received assembled, with the vessel dilator inlaid through the peel-apart sheath. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the sheath. The sheath tip exhibited deformation. Microscopic inspection of the sheath confirmed abundant deformation at the distal tip. A longitudinally aligned split was evident extending from the tip of the sheath. Additional smaller splits were observed and regions of the tip buckled and flared outward. The vessel dilator outer diameter was measured using a digital microscope near the split site and was found to be 0.0758¿, which is within manufacturing specifications per rm0715326. The deformation was consistent with difficult device advancement during catheter placement activities. Such difficulty can be caused by insertion through a too-small incision, a rough transition between the peel-apart sheath and the vessel dilator, or dilator tip damage/deformation prior to attempted use. The extent of the observed deformation combined with the presence of biological residues prevented examination of the transition and identification any potential pre-use contributing factors. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings in section h:11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the step on the powerpicc is aggressive in the clinicians opinion, this resulted in the microintroducer breaking off upon insertion. No other information was provided.